Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter fracture occurred. An expel drainage catheter was noted to have fractured. There were no patient complications.